Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: unable to duplicate the complaint. The pump history shows the pump was manually suspends on (B)(6) 2014 16:01 and manually resumed at 16:25. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed. 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect user's programmed basal rates. Typical usage alarms observed in alarm history. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked at the bottom near the cover. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 380 mg/dl with large ketones and abdominal pain. The reporter stated the patient had consumed a large amount of candy. During troubleshooting, customer support (cs) found that the basal history did not match the current basal programming. Cs advised patient to come off the pump and to use alternate form of insulin delivery method. Patient discontinued pump use. This complaint is being reported because the patient experienced hyperglycemia and the discrepancy in basal history was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.